Manufacturer narrative:
The customer did not report any impact to the patient as a result of this issue. The customer could not reproduce the issue and the philips engineers could not reproduce the problem with the customer's installed version of ecaremanager. This complaint was investigated remotely. Engineering requested workstation logs to further assist the investigation. The workstation logs were provided and it was determined that as a result of the customer's user not logging out of the workstation prior to installing a correction on the customer's server, a previously identified defect occurred (details below). For information, once a server has been updated, the next time the workstation connects the cache is updated. The customer release notes with the correction specify that the customer must log out of all workstations prior to installation of the correction. The issue was resolved when the work station cache was manually cleared. The previously identified defect can occur if any type of error occurs (e.g. Network glitch, data glitch, workstation glitch, etc.) While navigating to the next or previous patient, then ecaremanager could get into the state where some screens would show the new patient while other screens would show the previous patient data. This defect could impact any screen in the patient chart. The patient info bar would show the previous patient, but the individual modules could either show the previous patient's data or could show the new patient's data depending on when the error occurred during the code workflow. For example, patient info, profile, and flowsheet could show the previous patient while patient registry and vital signs could show the new patient's data. This defect was previously reported as a recall/correction.

Event description:
The customer reported a discrepancy in ecaremanager. The customer reported that it seemed that the identified patient (in bed (B)(6)) showed vital signs which were not associated with the patient in question. The customer provided screenshots. The customer tried to replicate the issue, however, was not able to reproduce.